Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10834r28, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s pump was out of date and was dead. The patient needed a new pump. It was noted that the patient also needed a doctor to fill and replace the pump.

Event description:
It was reported the pump had not been filled in over a year and that the oral medication doesn¿t work as well. At the time of report the pump was empty. No interventions, patient symptoms, outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.